Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button issues as well as random no delivery alarms. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.